Event description:
The customer reported being hospitalized for diabetes ketoacidosis and high blood glucose of 785mg/dl. The customer stated having unexplained high glucose for the past day. The customer's most recent glucose reading was 154mg/dl. Troubleshooting was performed. The programming, time, and date were correct. The customer called back the following day to perform the high pressure test and the insulin pump passed the test. Ran a self test and the test passed. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.